Event description:
It was reported that an ilet device was dropped, resulting in a cracked touchscreen and compromised water resistance, with replacement arranged; the device functionality was described as uncertain, and the broken unit¿s serial number was provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling. Users were advised to maintain backup therapy and to sync data to the mobile app prior to shutdown and return.